Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low minute ventilation error message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer stated that the device was giving error message "low minute ventilation". The customer stated that the device was then set up on test lung, but the error message could not be duplicated; no error codes were observed in the event log. The rse advised the customer to test the alarm limits of the device and perform pressure accuracy testing. The customer tested the alarm limits and performed a pressure accuracy test as advised. No other issues were reported to be observed, and the device was returned to service.